Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (over 600 mg/dl) and the cause was not known. The customer changed out the pump supplies. A correction bolus and insulin injection was administered to address the high bg. Upon follow-up, bg was 439 mg/dl. The customer declined further follow-up.